Manufacturer narrative:
Investigation results: the shaver handpiece was received and evaluated. The customer's reported problem was confirmed. Further investigation found that the device activated on its own when connected to the console. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no injuries associated with this failure mode.

Event description:
The customer reported that the shaver handpiece was not working properly and then froze. There was no reported injury or surgical delay with this event.